Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4).

Event description:
It was reported that a stent damage occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous proximal left circumflex artery (lcx). A 6f 3.0 non bsc guide catheter was used. After a non bsc guide wire crossed the lesion, an opticross imaging catheter was advanced to observe the lesion. Then the 2mm0 x 3.00mm promus premier¿ stent was advanced but was unable to cross the proximal lcx. The device was removed from the patient and it was found out that the distal edge of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID # a00462975 / tw # 3306836

Event description:
It was reported that a stent damage occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous proximal left circumflex artery (lcx). A 6f 3.0 non bsc guide catheter was used. After a non bsc guide wire crossed the lesion, an opticross imaging catheter was advanced to observe the lesion. Then the 2mm0 x 3.00mm promus premier¿ stent was advanced but was unable to cross the proximal lcx. The device was removed from the patient and it was found out that the distal edge of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.